Manufacturer narrative:
Internal complaint reference case-(B)(4). H3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. During testing, a functional evaluation revealed device grew warm and a blade stall error message was found. It was also noted device ma was above 960. Further investigation revealed stiffness in the drive fork when rotated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with component failure. Factors that could have contributed to the failure include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. This can be the result of gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference number: (B)(4).

Event description:
It was reported that, during set up, the mdu was not working. Also, it was getting hot to the touch. There was a back up device available, and no surgical delay was reported. There was no patient involvement.